Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced a myocardial infarction. The target lesion was located in the distal left anterior descending artery with 70% stenosis, 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement of a 2.75 x 32 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. Post procedure, the patient experienced elevated troponin and was diagnosed with a non q-wave myocardial infarction. No action was taken to treat this event. The event resolved without residual effects and the patient was discharged on aspirin and clopidogrel

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).